Event description:
Reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, patient mother reported that the patient faced that infusion set was during sleep in the night at belly. Patient mother also reported that the infusion set tubing came apart and pump wasn't dropped with the set connected to the body. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city : (B)(6). Patient country: netherlands.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003748 in question was manufactured at the osted site. Device history record (DHR) review: the lot 6003748 was manufactured according to work instruction (wi) appendix 1 batchcard for production of packaging room on 19-oct-2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.